Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/21/2015 with the following findings: pump reboot events were observed in the black box. The battery compartment was cracked above and below the bumper pad. Inspection of returned battery cap showed that there were stripped threads and that it was unable to fully attach to the pump. The pump was exercised for 24 hours with no power interruptions duplicated. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the battery compartment was cracked. Furthermore, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption; per the instructions for use (IFU), the yellow o-ring of the battery cap should not be visible during pump operation, otherwise the pump is susceptible to power-related failures. The reporter stated that they were able to secure the battery cap to the pump case per the IFU upon the last attempt prior to the occurrence of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.